Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area, and battery tube threads. Unit received with cracked keypad overlay at select button. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was not responding after fluid/moisture exposure. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated insulin pump had a crack all the way down the side of the battery compartment. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump was returned for analysis.